Manufacturer narrative:
Exemption number e2011009. B. Braun medical inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen internal report number (B)(4). Multiple unsuccessful attempts were made to obtain a sample, item and batch number. No further information has become available; because of this, further investigation of the complaint is not possible and no conclusion could be drawn. Hence, the complaint is assessed to be not "judgable". A historical review of the complaint database and history records were unable to be performed, because the product code and batch number were reported as unknown. If a sample and/or any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: the nurse stated that the safety mechanism engaged when she removed the needle, she then placed it aside and continued with the IV process. When she was cleaning up, she stated the basket piece slid down and she punctured her finger. No harm to patient. Ref # unknown. Lot# unknown. No sample.